Event description:
Philips monitor mx450, which is powered and plugged into a wall outlet on a constant basis, had a 'battery requires maintenance' error message. Battery should be fully charged since it has been plugged in. Battery meter was checked on actual battery and it was at 25%. The power cord was removed from the outlet while monitor was on with battery installed and the monitor still lost power. Battery should not fail since it should be charged up. Manufacturer response for 10.8v lithium ion battery, (brand not provided) (per site reporter): battery needs to be conditioned.